Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would stay on the boot "splash screen". The service indicator was also illuminated. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would stay on the boot "splash screen". The service indicator was also illuminated. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Manufacturer narrative:
Physio-control removed the system pcb assembly from the customer's device, and the device was scrapped. The customer was sent a replacement device. Physio further evaluated the removed system pcb assembly and determined that the single board computer was inoperative and caused the reported issue.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would stay on the boot "splash screen". The service indicator was also illuminated. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.